Event description:
Further information was received from the patient's treating nurse indicating that the device being at 1 ma was intentional as the nurse reduced the patient's parameters to allow for an increase in cycling option from standard (5min off/30sec on) to intermediate (3min off/30sec on).

Event description:
It was reported by a nurse that a vns patient's generator was found to have reset to 1 ma at a follow-up appointment. The patient's outcome was an increase in seizures that was above pre-vns baseline. The patient's settings were corrected at the office visit. Good faith attempts to obtain further information from the treating nurse have been unsuccessful to date.

Manufacturer narrative:
.